Event description:
Additional information was received from the rep who met with the patient april 2nd. When asked to clarify the statement from report that stimulation had turned off automatically, the rep stated the device switch was on off and the patient did not feel stimulation. After running through the usual diagnostics the cause of stim turning off was not determined. The patient is to keep a diary of if and when this happens again and report to the rep if it does. The patient said it has turned off spontaneously only a couple times since august and it is very random. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. The month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant in august, the patient had noticed that stimulation had turned off automatically. The caller indicated that the patient checks stimulation when they  feel stimulation turn off and the ins is 50-70% charged. The caller indicated that the patient notices stim turn off, because the patient will have a return of symptoms within about 5 minutes. The caller indicated that they did not think it was related to emi or metal detectors. The caller indicated that there is no pattern when the device will turn off. The handset showed the usage graph was unavailable, there was not data. The issue was not resolved through troubleshooting. The caller was going to have the patient keep a log of the occurrences and follow up if the issue continues.